Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid circumflex artery. A 4.50 x 20 synergy drug-eluting stent was selected for treatment. Upon insertion, it was noted that the physician kinked the catheter shaft slightly but proceeded to insert the device. However, the hypotube fractured and separated itself from the proximal portion of the catheter. The device was completely removed via the guide catheter. The procedure was completed successfully with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Corrections: initial reporter facility name corrected to (B)(6) hospital initial reporter address 1 corrected to (B)(6). Initial reporter city corrected to (B)(6). Initial reporter zip/post code corrected to (B)(6). Initial reporter phone corrected to +(B)(6).

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid circumflex artery. A 4.50 x 20 synergy drug-eluting stent was selected for treatment. Upon insertion, it was noted that the physician kinked the catheter shaft slightly but proceeded to insert the device. However, the hypotube fractured and separated itself from the proximal portion of the catheter. The device was completely removed via the guide catheter. The procedure was completed successfully with another of the same device. There were no patient complications reported.